Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a damage on channel tube and on suction tube in control unit, foreign object come out of distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to deformation of scope cover, water tightness is lost; due to damage on suction tube in control section, foreign objects come out of distal end; air/water cylinder has no color; suction cylinder has no color; control unit has a crack; due to damage on channel tube, foreign objects come out of distal end; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; distal end cover has a crack; adhesive on bending section cover or distal sheath rubber had a crack; and connecting tube has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. It was confirmed that there was no deviation from IFU in reprocessing steps for the location where foreign material remained. A definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.